Manufacturer narrative:
A medtronic representative, following up with the site, reported that the surgeon was working from l2-s1, the frame was above l2 but the exact location is unknown.a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported problem. A software investigation was completed and was unable to determine probable cause without further information since the behavior cannot be replicated.no further relevant issues reported.

Event description:
A medtronic representative reported that, during a spinal fusion procedure, the surgeon alleged the navigation system was inaccurate. The inaccuracy occurred after the fourth level. The inaccuracy was noticed after 8 screws were placed. The surgeon said inaccuracy was "pretty far off" but did not give more specifics. The nurse noted that the surgeon was working away from the frame . This was for a trauma case and the surgeons were working from above a fracture to below it. The surgeon opted to complete the procedure without the use of the navigation system and opted to use a c-arm to continue the procedure. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative clarified that no screws needed to be revised. The last two screws were placed using a c-arm. Navigation was not off until the last level of surgery. Further review by software engineering found that there have been multiple complaints on the same system used by the same user at the same site. Several system checkouts were performed by medtronic representatives and all indicated passing results. Based on the reported details the issue appears to be caused by user technique related to frame placement. The recommendation is that the site receives training on proper frame technique usage with emphasis on frame technique and guide wire placement. On 01/11/2016, a medtronic representative completed training with site staff regarding the above issues. There were no further issues reported.